Event description:
The devices were implanted for approximately 9 months.

Manufacturer narrative:
Additional data: b5. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient was revised to address two everest closed polyaxial screw tulip disengagements and a fractured rod. This report captures the rod.